Manufacturer narrative:
The information provided in pt weight was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they received an insulin flow block alarm. The customer was reporting a past event. The alarm did not occur during the fill tubing process. The customer was unable to troubleshoot at the time of the call. It was noted that the old infusion set was discarded and they were able to change the infusion set successfully. The customer's blood glucose level was 39 mg/dl they treated their low blood glucose with carbohydrates. The device will not be returned for analysis.